Manufacturer narrative:
This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted from the patient due to high defibrillation threshold testing. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed cuts in the insulation 12.5 centimeters from the terminal pin. Cuts were also noted in the suture sleeve as well. These cuts were thought to have been induced during the removal of the suture sleeve during explant. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this patient had a history of receiving anti-tachycardia pacing and shocks which were unsuccessful in converting back to a sinus rate. The system was also observed to have previously undersensed ventricular tachycardia and ventricular fibrillation in the patient resulting in external defibrillation. Again, surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.